Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2011 and the mesh was implanted. The patient experienced painful intercourse, mild incontinence, pelvic and buttock pain, spasms in vagina with pins/needles, lichen sclerosus ¿ vagina and itchy skin on arms and upper legs. The patient also experienced unexplained fainting episodes. The patient developed polyp in vagina and it was removed in 2013. Now the patient has a polyp in uterus which needs to be removed. It was also reported that the patient underwent a follow up repair in 2013. No further information is available.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.